Event description:
It was reported the physician removed an intraocular lens (iol) from a patient who had cataract surgery with lens implant in 2003. The patient developed diffuse deposits on the iol and in the vitreous which could not be removed.

Manufacturer narrative:
The lens was received cut in three pieces with a detached haptic. One optic piece shows an unidentified dried substance on the surface. All pieces show what appear to be yag marks on the optic. While we are not able to definitively determine the cause of this event our observation reasonably suggests that it was not manufacturing related. The iol met all manufacturing specifications prior to release.